Event description:
It was reported that, during an acl reconstruction procedure, the flexible passing pin broke when over-drilling with clancy flexible drills. It is unknown if all fragments were retrieved from the patient. Although a back-up device was available to complete the procedure, the surgery was delayed for more than 30 min. The patient was not harmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3,h6: one 72201594 flexible passing pin 13.50 x 2.4mm used in treatment, was not returned for evaluation. Due to unavailability, investigation was limited. The information provided states: ¿during an acl reconstruction procedure, the flexible passing pin broke when over-drilling with clancy flexible drills¿. Per instructions for use: ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure.¿ there were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found.